Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited no sensing and low pacing impedance. The lead was explanted and replaced. The patient was stable.